Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Five (5) product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no damages, kinks or deformities that could cause the failure mode reported were detected. Functional testing found the failure mode could not be duplicated by functional testing; complaint is not confirmed. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d3: report source.

Event description:
It was reported that the device caused a no disposable alarm on two pumps. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.